Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) event that caused a respiratory rate trend (rrt) vector switch, due to right atrial (ra) high pacing impedance measurements out-of-range of over 3000 ohms. Technical services indicated that nothing more needs to be done with the rrt at this time. The patient's clinic is already aware of this atrial lead condition and the patient is being monitored. Attempts to obtain additional information were unsuccessful. Both this patient's ICD and ra lead remain in service and no adverse patient effects were reported.